Event description:
The customer reported ECG was not working. The device failed the op check with new cables and would not show spo2 or ECG.

Manufacturer narrative:
(B)(4). The customer reported ECG was not working. The device failed the op check with new cables and would not show spo2 or ECG. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.